Event description:
Distributor received an out of service removal report which indicated that a pt's implantable cardioverter defibrillator system was exhibiting oversensing. The physian performed an invasive procedure to evaluate the system & noted an "insulation fracture of one of the pace-sense leads". The physician elected to remove this lead & a model 4320 serial number 011019 from service. Distributor does not know which lead had the "insulation fracture."